Event description:
It was reported the patient's blood glucose level rose to over 300 mg/dl while wearing the pod between 37 and 48 hours. The pod reportedly was loose from the infusion site (abdomen) since the first day of wear, likely causing the cannula to dislodge. The patient also reported pain and insulin leakage. As treatment, a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula.